Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values per the IFU; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection with sjm specifications and procedures. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
(B)(4).

Event description:
During a ventricular tachycardia ablation procedure, a pericardial effusion occurred. Following ablation in the right ventricular outflow tract, the patient became bradycardic and an echocardiogram revealed a small, self-limiting pericardial effusion, for which no intervention was required. The patient was stabilized via drug administration. It was indicated the perforation occurred during ablation as high contact forces were noted in an area where the heart wall was thin. There were no performance issues with any sjm device.